Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, a patient experienced a capsular tear during cortex removal. The surgeon indicated the ia (irrigation and aspiration) handpiece was not aspirating as it should, however, when the handpiece was exchanged, the issue remained. The procedure was completed. Additional information has been requested.

Manufacturer narrative:
The customer reported a posterior capsular (pc) tear occurred during cortex removal. The surgeon indicated that an I/a handpiece from another manufacturer was not aspirating as it should, the surgeon changed out the I/a handpiece (hp) and the hp was still not aspirating as it should. The surgeon indicated that it was a system problem. They did not try to swap out the cassette. The procedure was completed. Additional, related information was requested but was not provided. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The system was manufactured on april 27, 2015. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. With no additional, related information provided, the customer reported aspiration issue was not able to be confirmed. It is possible that the handpiece from a different manufacturer did not function as expected because it was not compatible with the system. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).